Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone receiving a calibration error. Blood glucose at the time was 10.4 mmol/l. Customer then experienced sensor reading discrepancies. Customer stated that the sensor was reading 3.9 mmol/l and the insulin pump went into threshold suspend but blood glucose was 7.1 mmol/l. Customer turned the insulin pump off for a few hours but issues persisted when turning it back on. Customer was advised to change the sensor. The product would be replaced and returned for analysis.